Event description:
Healthcare professional reported a left side "rupture of the silicone shell". The device has been explanted and replaced with a non-allergan device..

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification) additional observations: no other observation observed.

Manufacturer narrative:
E.1. Phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2466455 and catalog n-tsm255 through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of the silicone shell".

Event description:
Healthcare professional reported a left side "rupture of the silicone shell". The device has been explanted and replaced with a non-allergan device.